Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the patient told them that they don't use their device, they don't feel stimulation, and it doesn't work. As a result of what was reported, the caller was redirected to follow up with the hcp to have the device checked and determine MRI eligibility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. They reported that the device did not work and there was trouble with it since it was implanted. The issue was not resolved. No further device issue alleged / identified. No patient symptoms or complications were reported.